Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Fluoroscopy was performed to confirm placement in the common femoral artery. There was evidence of peripheral vascular disease distally. It was reported that the device was inserted without difficulty. Mark was achieved and minimal bleeding was noted around the device. The foot was deployed without difficulty and the needles were plunged. Upon needle retrieval, it was noted that the suture did not capture. The foot was parked. The physician attempted to remove the device when he noticed that the distal end of the proximal guide was partially detached. It was reported that the device then broke off at the distal guide and the bleeding at the site began to increase. Hemoglobin and hematocrit levels were drawn but the results were not available to the reporter. The amount of blood loss was not specified. The pt did not require a blood transfusion. The pt was taken to surgery for device removal. The vascular surgeon noted that "a hernia was observed at the arteriotomy site". The artery was sutured and the pt was reported to have no further adverse sequelae. The pt was discharged the next day.